Event description:
When the pt came to doctor's office and was x-rayed, it was found that the plate was broken. The pt had to undergo an unanticipated revision surgery due to plate breakage.

Manufacturer narrative:
Investigation in progress, but not yet complete.